Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power events while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2024 from 11:45:16-11:45:34, 12:18:16-12:18:30, 22:50:40-22:50:48, the log file captured no external power alarms while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v in approximately 4-5 seconds. The alarms resolve each time when the power was restored to the unit. The backup battery supported the system without issue during these events. This series of events is consistent with a loss of ac power to the unit. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding if mpu has a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected the ac power at the time of the event, if any product was exchanged, and if any product will be returned; however, no further information was provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured 3 separate power losses to the mobile power unit (mpu) on (B)(6) 2024 (11:45 am, 12:18 pm, and 10:50 pm). The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored.